Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the mildly tortuous and moderately calcified vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilation. However, on initial inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another 4.0 x 40, 75cm mustang balloon catheter. There were no patient complications reported.